Event description:
It was reported that; during surgery (c5/6, c6/7), the screw did not lock to the cage. The other screw was used and the surgery was finished without problem.

Manufacturer narrative:
Lot# cnd; visual inspection; device history review; complaint history review; risk assessment. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Deformities were observed on the locking clip via microscope. The plausible root causes of locking ring deformation may be: not using awl to prepare the screw holes, not fully threading the cage to the inserter and excessively angulating the screwdriver during screw insertion.

Event description:
It was reported that; during surgery (c5/6, c6/7), the screw did not lock to the cage. The other screw was used and the surgery was finished without problem.